Manufacturer narrative:
Physio-control further examined the removed third party usb data cable and observed that the red wire (12 volts) was physically damaged, resulting in an electrical short.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was a third party usb data cable that was plugged in to the device. Physio observed that the device would power off by itself with that cable plugged in.   Physio then removed the faulty third party usb data cable and replaced it with new cable.  Additional, unrelated, repairs were also completed.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device lost power during an event.  Medical personnel were not able to restore power.   No further details about the patient (including outcome) or the event were provided.   Physio-control has attempted to contact the customer in order to obtain additional information; however no response has been received.